Manufacturer narrative:
The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported death could not be determined. Although a conclusive cause for the reported patient effect cannot be determined there is no indication product issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed for death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with posterior leaflet prolapse and flail. One mitraclip was implanted, reducing mr to 1. The clip remained stable on both leaflets. However, within 24 hours of the procedure, the patient expired on (B)(6) 2020. In the physician's opinion, the mitraclip device did not cause or contribute to patient death. There was no clinically significant delay in the procedure. No additional information was provided.